Event description:
It was reported that a dexcom g7 sensor failed to pair with the responsible device, resulting in an inability to identify the pairing device and preventing sensor data transmission to the ilet system. Symptoms included no alerts or alarms reported by the user. Outcomes included no reported clinical impact or required medical intervention. Investigation included user troubleshooting and education focused on connectivity and pairing steps. Investigation of this case revealed no device damage reported and no reproducible malfunction identified during user-guided checks. It was concluded that the reported pairing failure could not be confirmed and that the root cause remained undetermined based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.